Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra coils 400 (pc400s). During the procedure, the physician placed a non-penumbra stent device from the common iliac artery to the external iliac artery. Next, the physician placed a non-penumbra microcatheter and seven pc400s in the target vessel. While attempting to insert another pc400 into the microcatheter, the physician experienced resistance at the hub of the microcatheter and the pc400 would not advance further; therefore, the pc400 was removed. The procedure was completed using three additional pc400s and the same microcatheter. There was no report of an adverse effect to the patient.